Event description:
It was reported that the patient experienced inadequate stimulation due to lead fracture as confirmed through imaging. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Exact date unknown, event occurred several months ago from the appointment date (B)(6)2022 . Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5074596.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead fracture as confirmed through imaging.